Manufacturer narrative:
The investigation into the pump not detected/controller failure issue has been completed. The impella automated controller (aic) was returned for investigation. The data analysis of the logs revealed that while in the field, the console failed to detect a pump during case start. The logs show that the console was able to detect the pump connection but failed to read pump eeprom. This is a pattern failure mode only found in aic_v8.4 and aic_v8.4.1 and has been documented as a software (sw) defect. The returned console booted-up normally, but the optical bench state machine (ossiopsens) gets stuck in post_start_state and did not reach post_ok_state. This prevented the sw from reading pump eeprom, a mitigation for the issue has been added to aic_v8.5. There was also an unexpected controller shutdown right after this reported issue. The clinical staff did not clarify whether this unreported issue was due to toggling the battery transport switch/ unplugging ac. The console did not immediately reboot according to the logs, but the boot count on the epc went from 97 to 99 which may indicate an unsuccessful reboot attempt. The cause of the failure to recognize the pump was due to a software defect (in-house). The console was tested thoroughly in an attempt to reproduce any behavior linked to the unexpected controller shutdown. While power cycling, system self check had failed (on 20th boot cycle) due to failure checkversions, but an unexpected controller shutdown was not reproduced. To resolve the intermittent failure of system self check, the 4-in-1 and cfcs were swapped for known-good parts, and the console was power cycled 200 times with no related issues. The root cause of the unexpected controller shutdown was most likely due to a defective 4-in-1. The 4-in-1 was replaced because of the failure of system self check during testing. The root cause of the unexpected controller shutdown was most likely due to a defective 4-in-1. This report is being filed as part of a retrospective review of historical records.

Event description:
The complainant reported that the automated impella controller (aic) had a controller failure and was unable to recognize the impella catheter. It was reported the system was running software version 8.4.1. There was no patient harm reported.